Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the hospital for a scheduled lead revision due to dislodgement. The right ventricular lead was repositioned successfully. The patient was stable post procedure and will continue to be monitored.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received indicated the device was explanted and returned.